Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in a instent restenosis (isr) of unknown in the stent in the right posterior descending artery. The lesion was predilated with a non-bsc balloon at 10atms. The physician implanted a 2.50x38mm promus element plus stent in the isr. Then the physician used a non-bsc imaging catheter and it came into contact with the implanted stent causing the distal edge of the stent to lift. The procedure was completed by postdilating with a 2.5mm non-bsc balloon at 20atms. With another of the same device. Angiography confirmed the stent was ok; 75mg plavix and 100mg biaspirin were administrated continuously. No further patient complications were reported, patient's status is good and the patient was released from the hospital the next day.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other. The investigation indicates another device/drug/subsequent procedure caused the complaint event. (B)(4).